Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient's daughter reported the pacemaker "is not working". The daughter also reported that the patient is "so lethargic" and the patient's heart rate has gone down to 38 and 42 beats per minute when measured at home. Upon follow-up, additional information was received indicating the device was checked and all measurements are normal. The issue was related to the patient's use of a digital blood pressure machine at home and that the pulse meter was not picking up the pvc's during bigeminal rhythm. With bigeminy, the patient's heart rate was 70-80 bpm. The device remains in use. No patient complications were reported as a result of this event.